Event description:
The patient's filter appears inverted post-placement and on CT images 12 days later. The device did not migrate and was found to be in the same position after abdominal x-ray done.======================manufacturer response for ivc filter, optease (per site reporter).======================have not heard directly from manufacturer. A similar thing occurred to a different patient (and resulted in migration) and was reported to medsun.